Event description:
It was reported the lead was explanted and replaced due to dislodgement.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
No medwatch form was received.